Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name, manufacturing plant address, city, and zip code updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed multiple "cassette not attached properly" alarms. Additionally, it was found that the downstream occlusion (dso) sensor was severely corroded, and the upstream occlusion (uso) seal was worn/dented/buckled. The dso reading in the analog-to-digital (a/d) screen was higher than normal at 500-525 mv. The cause of the customer reported problem was fluid ingress/corrosion reaching underneath the dso seal which rendered the dso sensor defective. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso bezel, dso seal, and uso seal, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached error ". The downstream occlusion (dso) seal was also damaged. There was no patient involvement.